Manufacturer narrative:
Weight - (B)(6). (B)(4).

Event description:
It was reported via user medwatch that a tip detachment occurred and was left inside the patient. Pci of the right coronary artery: the right coronary was engaged with a jl4 guide catheter. An non-bsc guidewire was negotiated in the distal segment. We had difficulty delivering a 3 x 23 mm non-bsc stent, we had to deeply intubate the vessel. We eventually delivered this and deployed at 18 atmospheres. However, we were concerned about a possible injury to the vessel. This was covered with a 3 x 28 mm non-bsc stent (18 atmospheres). We then wanted to post-dilate the stents with 3.5 mm balloon, 3.5 mm balloon, but had trouble negotiating the balloon into the distal aspect due to the tortuosity and the previously placed stents and some calcium. We tried with a more supportive wire (choice extra support) that would not pass the mid segment. We then went to choice pt extra support guidewire. Unfortunately, when this prolapsed into the proximal portion of the vessel it may have gone under a stent strut. As we withdrew the wire, the radiopaque portion snapped off. At this point, we tried to retrieve the wire using a 4 mm snare. We were able to I believe pass the snare over the wire, but it was a hydrophylic portion and would not grab. There was a well-preserved balloon. After consideration of alternatives, we favored just stretching open the area further with a 3.5 mm balloon. A new choice extra support guidewire was negotiated down and a 3.5 mm non-bsc balloon was used to dilate the area to 18 atmospheres. There was a good result with no residual narrowing and no evidence of dissection. The patient has been placed on dual antiplatelet therapy for one year following the stent placement.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes completed. Device evaluated by MFR.: the device was returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided. Visual inspection of the device has the distal tip detached by tension overload (at 179.5 cm from the proximal section) and the distal end kinked near to this section, also it has the wire kinked in the middle of the device. The overall length couldn't be measured due to the device condition (distal tip detached). Outer diameter (od) of the distal end was measured and was within specification. Od of the middle of the device was measured and was within specification. Od of the proximal section was measured and was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported via user medwatch that a tip detachment occurred and was left inside the patient. Pci of the right coronary artery: the right coronary was engaged with a jl4 guide catheter. An non-bsc guidewire was negotiated in the distal segment. We had difficulty delivering a 3 x 23 mm non-bsc stent, we had to deeply intubate the vessel. We eventually delivered this and deployed at 18 atmospheres. However, we were concerned about a possible injury to the vessel. This was covered with a 3 x 28 mm non-bsc stent (18 atmospheres). We then wanted to post-dilate the stents with 3.5 mm balloon, 3.5 mm balloon, but had trouble negotiating the balloon into the distal aspect due to the tortuosity and the previously placed stents and some calcium. We tried with a more supportive wire (choice extra support) that would not pass the mid segment. We then went to choice pt extra support guidewire. Unfortunately, when this prolapsed into the proximal portion of the vessel it may have gone under a stent strut. As we withdrew the wire, the radiopaque portion snapped off. At this point, we tried to retrieve the wire using a 4 mm snare. We were able to I believe pass the snare over the wire, but it was a hydrophylic portion and would not grab. There was a well-preserved balloon. After consideration of alternatives, we favored just stretching open the area further with a 3.5 mm balloon. A new choice extra support guidewire was negotiated down and a 3.5 mm non-bsc balloon was used to dilate the area to 18 atmospheres. There was a good result with no residual narrowing and no evidence of dissection. The patient has been placed on dual antiplatelet therapy for one year following the stent placement.